Event description:
The pt was admitted to the hospital for removal only of her implanted bilateral breast implants, secondary to tight encapsulation, deformity of breast and being uncomfortable. The pt's right breast implant was found to be ruptured and the left breast implant was intact.